Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus during an egd (esophagogastroduodenoscopy) on (B)(6) 2012. According to the complainant, on (B)(6) 2012, the patient presented to the ER with a rectal bleed. A CT scan was performed and found that the stent had migrated to the sigmoid colon. The stent was located approximately 25 cm from the anal verge. The ER physician was unable to retrieve it. It was reported that the bleed resolved on its own; treatment was not needed. According to the nurse, there may have been inflammation, however, treatment was not needed. On (B)(6) 2012, the patient had an evaluation with the physician who implanted the stent. On (B)(6) 2012 the stent was removed from the patient via colonoscopy and rat tooth forceps. The patients current condition is reported to be stable.

Manufacturer narrative:
(B)(4) the reported issue of stent migration. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.